Manufacturer narrative:
Follow-up received on 26-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed extremely long and heavy menstrual cycles and new onset chronic pelvic pain (described as a stabbing pain while walking). A few years after essure placement, she underwent a hysteroscopy for essure removal, an endometrial ablation and later a hysterectomy. These events are listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain and menses pattern changes may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states on 26-apr-2016, on behalf of a female plaintiff of unspecified age in united states. It refers to the female plaintiff/consumer who had essure (fallopian tube occlusion insert) inserted in 2011 for permanent birth control. Following the essure procedure, the plaintiff began to experience extremely long and heavy menstrual cycles and new onset chronic pelvic pain, described as a stabbing pain while walking. Because of the extremely long and heavy menstrual cycles and complications associated with the essure device, the plaintiff underwent a hysteroscopy for removal of the essure implants and a novasure endometrial ablation on (B)(6)-2014. On (B)(6) (year not specified), the plaintiff underwent a surgery to remove her uterus through a hysterectomy procedure. The procedure which removed uterus, cervix and fallopian tubes was necessary because of the complications and medical issues she experienced from the essure devices and the removal procedure. As result of the removal procedure and hysterectomy, the plaintiff was out of work for approximately one month. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed extremely long and heavy menstrual cycles and new onset chronic pelvic pain (described as a stabbing pain while walking). A few years after essure placement, she underwent a hysteroscopy for essure removal, an endometrial ablation and later a hysterectomy. These events are listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain and menses pattern changes may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis is being performed. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("extremely long and heavy menstrual cycles, abnormal bleeding - menorrhagia"), device dislocation ("malposition of essure"), pelvic pain ("chronic pelvic pain, described as stabbing pain while walking") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) year-old female patient who had essure (batch no. 676718, 794893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1993, (B)(6) 1994, (B)(6) 2001), sore throat in 2005, nasal congestion in 2005, nasal pain in 2005, ear pain in 2005, jaw pain in 2005, upper respiratory infection in 2005, insomnia in 2006, anhedonia in 2006, panic attacks in 2006, difficulty sleeping, weight loss, anorexia, sinus pressure, chills, acute sinusitis, insomnia, tobacco abuse, anxiety disorder, vertigo, photophobia, phonophobia, pain, respiratory infection, sinus pain on (B)(6) 2010, bursitis on (B)(6) 2010 and bacterial vaginosis. There wer no adnexa masses palpated. Previously administered products included for contraception: ortho tri -cyclen from 2003 to 2008; for an unreported indication: micronor on (B)(6) 2011 and iud nos from 2008 to 2009. Concurrent conditions included obesity, cough, smoker, menometrorrhagia, lightheadedness and uterine inflammation. Family history included asthma (mother), hearing loss (mother), blood pressure high (mother, father), diabetes (father), high cholesterol (father), obesity (father), stroke (maternal grandmother, some paternal uncles) and aneurysm (paternal uncle aortic, paternal g-dad aortic). Concomitant products included ibuprofen since (B)(6) 2014. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and back pain ("back pain"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, 4 years after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced anxiety ("anxiety"), depression ("depression") and investigation noncompliance ("did not undergo an essure confirmation test"). The patient was treated with naproxen, vicodin, sumatriptan (imitrex), citalopram, metronidazole (flagyl), citalopram hydrobromide (celexa), lorazepam (ativan), metamizole sodium (nova), surgery (endometrial ablation on (B)(6) 2014; dilation & curettage) and surgery (laparoscopic assisted vaginal hysterectomy (full) on (B)(6) 2014). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the menorrhagia, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage and alopecia had resolved. At the time of the report, the device dislocation, headache, anxiety, depression and investigation noncompliance outcome was unknown and the pelvic pain, migraine, vaginal discharge and back pain had resolved. The reporter considered alopecia, anxiety, back pain, depression, device dislocation, dysmenorrhoea, genital haemorrhage, headache, investigation noncompliance, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: other essure expiration date: oct 2013 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. On (B)(6) 2014, patient underwent bilateral salpingectomy, and diagnostic cystoscopy. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 24-jan-2018: pfs and medical records received: new reporters, patient demographic information, product lot no and onset date, treatment medications, historical conditions, historical drugs, family history, new events genital hemorrhage, vaginal hemorrhage, dysmenorrhea, hair loss, device dislocation, back pain, migraines, headaches, anxiety, depression and investigation noncompliance added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("extremely long and heavy menstrual cycles, abnormal bleeding - menorrhagia"), device dislocation ("malposition of essure"), pelvic pain ("chronic pelvic pain, described as stabbing pain while walking") and genital haemorrhage ("abnormal bleeding (general)") in a 40-year-old female patient who had essure (batch no. 676718, 794893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1993, (B)(6) 1994, (B)(6) 2001), sore throat in 2005, nasal congestion in 2005, nasal pain in 2005, ear pain in 2005, jaw pain in 2005, upper respiratory infection in 2005, insomnia in 2006, anhedonia in 2006, panic attacks in 2006, difficulty sleeping, weight loss, anorexia, sinus pressure, chills, acute sinusitis, insomnia, tobacco abuse, anxiety disorder, vertigo, photophobia, phonophobia, pain, respiratory infection, sinus pain on (B)(6) 2010, bursitis on (B)(6) 2010 and bacterial vaginosis. There wer no adnexa masses palpated. Previously administered products included for contraception: ortho tri -cyclen from 2003 to 2008; for an unreported indication: micronor on (B)(6) 2011 and iud nos from 2008 to 2009. Concurrent conditions included obesity, cough, smoker, menometrorrhagia, lightheadedness and uterine inflammation. Family history included asthma (mother), hearing loss (mother), blood pressure high (mother, father), diabetes (father), high cholesterol (father), obesity (father), stroke (maternal grandmother, some paternal uncles) and aneurysm (paternal uncle aortic, paternal g-dad aortic). Concomitant products included ibuprofen since (B)(6) 2014. On (B)(6) 2011, the patient had essure inserted. In october 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In february 2013, the patient experienced alopecia ("hair loss"). In july 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and back pain ("back pain"). In august 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, 4 years after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced anxiety ("anxiety"), depression ("depression") and investigation noncompliance ("did not undergo an essure confirmation test"). The patient was treated with naproxen, vicodin, sumatriptan (imitrex), citalopram, metronidazole (flagyl), citalopram hydrobromide (celexa), lorazepam (ativan), metamizole sodium (nova), surgery (endometrial ablation on (B)(6) 2014; dilation & curettage) and surgery (laparoscopic assisted vaginal hysterectomy (full) on jan2014). Essure was removed on (B)(6) 2014. In may 2014, the menorrhagia, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage and alopecia had resolved. At the time of the report, the device dislocation, headache, anxiety, depression and investigation noncompliance outcome was unknown and the pelvic pain, migraine, vaginal discharge and back pain had resolved. The reporter considered alopecia, anxiety, back pain, depression, device dislocation, dysmenorrhoea, genital haemorrhage, headache, investigation noncompliance, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: other essure expiration date: oct 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. On (B)(6) 2014, patient underwent bilateral salpingectomy, and diagnostic cystoscopy. Batch number: 676718 expiration date: 2012-09 manufacture date: 2009-09 batch number: 794893 expiration date: 2013-10 manufacture date:2010-10 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.